Event description:
Endovive standard peg kit pull method device was being used during a percutaneous endoscopic gastrotomy (peg) procedure in 2008. According to the complainant, during the initial procedure when attempting to remove the delivery system from the pt's stomach, the pullwire of the delivery system was broken. The system was successfully removed using forceps. No pt complications were reported as a result of this event.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.